Event description:
A caller reported that the insulin gauge displayed a different amount than expected, indicating a fill estimate issue. The current fill estimate was 180 units, while the expected was 290 units. There was no adverse impact to the customer¿s blood glucose level as no specific values were reported. The customer was advised by technical support that any positive value is accurate and educated on the cartridge fill process, noting the importance of using room temperature insulin and removing air from the cartridge. The caller declined to perform a suggested bolus test but was informed to call back if the issue persisted.